Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarm and it did not reoccur. The customer's blood glucose (bg) level was over 600 mg/dl. The customer did not think the high bg was related to the occlusion. A pump system check was performed. The cartridge and infusion set tubing were functioning as intended. The customer did not remove the cannula as it and the other supplies had been changed prior to receiving the occlusion and the bg was lowering back down to the target level.